Manufacturer narrative:
The product was not returned. Based on the available information, it has been determined that no corrective or preventive action will be proposed at this time. This complaint will be documented and monitored through post-market surveillance activities. If additional information becomes available, the investigation will be updated as necessary. The manufacturing number is (B)(4).

Event description:
The patient is experiencing severe pain after having a sling implanted for stress urinary incontinence. Examination reveals significant pain and tension in the tot strip, particularly under the right obturator frame near a fistula. An endoscopy shows no erosion in the urethra, vagina, or bladder, though there is some doubt about possible vaginal erosion. The bladder appears healthy, and there is no evidence of the strip penetrating the bladder. While the initial positioning of the tot exit scars seems correct, the presence of a foreign body suggests a link between the abscess and the sling. On the day of the incident, a complete removal of the strip was conducted using a robotic approach and access through the inner thigh.

Manufacturer narrative:
Additional information: d4, d6a, d6b, h4, h6, h11. Investigation results: an analysis of the product could not be performed since a physical samplewas not received for evaluation."a manufacturing record evaluation was performed for the finished lot number 3678586 (product code 810081l), and no non-conformances / manufacturing irregularities were identified. Expiration date: 31.jan.2014. Manufacturing date: 05.feb.2013" as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition; therefore it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Device history review. "A manufacturing record evaluation was performed for the finished lot number 3678586 (product code 810081l), and no non-conformances /manufacturing irregularities were identified. Expiration date: 31.jan.2014. Manufacturing date: 05.feb.2013" the manufacturing number is (B)(4).